Event description:
The manufacturer received information from a clinical engineer (ce) alleging a ventilator service required condition had occurred trilogy o2 device. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and was not confirmed during inspection of the device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes communication issue between the host and oxygen blending module (obm) was lost and obm accuracy urgent service in the device¿s event log. The manufacturer¿s service technician replaced the device's oxygen blender printed circuit assembly (pca) and interface pca to address the issue. After replacing the parts on the device, the manufacturer¿s service technician performed the repair and run-in tests, along with the battery and alarm checks. The manufacturer¿s service technician determined the device was operating properly, and it was cleaned.